Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing increased numbness and pain in her legs. Reprogramming successfully provided stimulation to her back and ribs. The numbness and pain remains regardless if stimulation is on or not. Surgical intervention may be pending to address the issue.

Event description:
Additional information identified the patient's system was explanted upon patient request.